Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ffb was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.